Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspiration. When the farawave catheter was inserted, air entered through the sheath valve. After pulling back, air continued to intermittently enter the sheath valve. Valve damage was suspected by the physician. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return for analysis as it was discarded.